Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned console pak was visually inspected and no obvious defects were found. A console, representing current software versions was used to test the sample. The radiofrequency identification (rfid) tags on the probe was tested and there was no response from the black and grey light emitting diode (led) rings on the console. The cut rate displayed the default setting of 2500 cuts per minute (cpm) on the console display. A block reader was then used to interrogate the rfid's programmed information, 0 results in all blocks indicated the rfid was not programmed during production. This observed issue will result in the customer¿s experience. The root cause of the customer's complaint is related to operator error and material movement during probe testing. The probe was not programmed on the tester after final assembly. Action was taken to determine root cause and perform corrective actions. Quality assurance (qa) identified the primary contributors are related to operator error during material handling at the tester's and training. Action was taken to optimize the current equipment to ensure each probe is properly tested and good product moves forward in the process, and procedural enhancements to current process along with operator training. Complaints are reviewed and monitored at regular intervals for adverse trends. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during the vitrectomy surgery probe could not cut but was able to aspirate during the vitrectomy procedure. The procedure was completed by replacing with a new product. There was no patient harm.